Manufacturer narrative:
On (B)(6) 2015. (B)(4). The product was investigated in the laboratory of the manufacturer. A tightness test with a pressure of 1,5 bar was proceeded. No leakages at the oxygenator self were confirmed. The tube connected to the arterial outlet of the oxygenator was leaking. It was determined that one of the two cable ties (which are usually placed over the tubing in order to tightening it)is missing. Marks of the cable tie are visible on the tubing; this would confirm that the cable tie missing was mounted primarily. Why it is missing now is unknown, most probable it was removed by the user. A leakage occurred at this tubing connection. The most probable cause of the leakage is the missing table tie. Most probable air entered through the not tight cable connection into the circuit. Therefore the failure "bubbles inside the hls set" could be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
Ref.: (B)(4).

Manufacturer narrative:
(B)(4). The product was not yet received for manufacturers laboratory investigation. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: "during a workshop air within the hls set was detected and created an alarm suddenly." (B)(4).